Event description:
There was an allegation of a software issue with a coaguchek xs meter. The meter showed results in the meter memory that the patient did not remember receiving. The meter memory showed the following result: on (B)(6) 2022 at 2:55pm the meter result was 3.4 inr. The patient advised that she never received this result. The patient used test strip lot: 54145321 with an expiration date of 30-nov-2022 for the results obtained in february. The meter's date is set correctly. The patient's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Occupation is patient/consumer. The meter was returned for investigation where it was tested using retention strips (lot: 49017411 with an expiration date of 31-mar-2022) and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. All qc results obtained during investigation appeared in the qc results report indicating that all results are being stored properly in the meter's memory. During the investigation, the result of 3.4inr, which was alleged to have never been received by the customer, was observed in the patient result memory. It is impossible that results appear in the meter memory without a test being run. As soon a result has been generated and displayed on the meter it will be saved in the patient result report. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.